Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed half height drawer. A field service engineer (fse) found a failed drawer on auxiliary 3-2 with cubies not showing. Hardware test application (hta) confirmed no cubies were visible. Row board cables and pyxis bus connections were reseated, and hta was rerun to open and pop all cubies. The drawer was restored to full functionality. The failure occurred during a dispensing workflow with no harm or delay. Final hta checks confirmed all pockets were functional. The system functioned as intended after the field service engineer repaired the device.